Event description:
The customer stated that she was hospitalized for blood glucose levels above 400 mg/dl and ketones. The customer had changed the infusion set twice prior to the event, and she did notice bent cannulas. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.